Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's infusion set broke while he was sleeping and it looked separated into two pieces and shredded. The location of detachment was about two inches from where it goes into the body. The infusion had been in use for 1 day. The infusions were stored in bathroom storage. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.